Event description:
(B)(4). Sick, cannot work it's a nightmare. It caused my auto immune disease, brain fog, fatigue, pain, my son has birth defects from it neurologically, breathing the implants ruined my life, career.